Event description:
It was reported that an altitude alarm occured. Reportedly, the pump was not outside the labeled altitude operating range. The customers blood glucose was 94 mg/dl. Reportedly, the customer was able to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.